Event description:
It was reported that during an afib procedure error code appeared on the carto3 system, stating the sensor in the catheter was not working. The customer could not collect fam or visualize catheter on the carto3 system. There was no patient injury reported. The reported complaint itself was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted that the ring 20 was damaged and had some white material underneath and the spine cover has a wrinkle between ring # 19 & ring #20. This type of catheter damage was previously defined to have been likely contributed by the potential lasso and sheath incompatibility. A recent internal risk re-assessment review had been performed and the reportability to the FDA of such issue has been revised on june 28, 2012, marking this date as the alert date for this report.

Manufacturer narrative:
In the initial 3500a report # 9673241-2012-00176, it was stated that due to the quantity/ mass size of the foreign material specifically observed on this lasso catheter, the identification of the type of material was not possible. To be more specific the foreign material observed on this lasso catheter was not identified.further investigation regarding the foreign material found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue.(B)(4).

Manufacturer narrative:
An internal risk assessment previously conducted regarding this type of catheter damage concluded that this damage was likely contributed by the potential lasso and sheath incompatibility. From reviewing 2-years of complaint data, the probability of occurrence of a serious injury from the potential incompatibility between the lasso catheter and a sheath was assessed to be remote and the overall risk to patients from this issue was low. Therefore, such complaints were determined to be not reportable at the time based on the existing risk document. However, recently there has been an increasing trend of damaged rings with foreign material observed among the returned lasso catheters e analyzed by the bwi failure analysis lab. Foreign materials were sometimes observed caught on the damaged electrode rings of the catheters. An investigation has been carried out to determine the root cause of this issue. An internal review of the potential lasso catheter and sheath incompatibility has been carried out and the risk of this type of issue has been re-assessed. Based on the risk analysis of more than 2 years' complaint data, the probability of occurrence of a serious injury from the potential incompatibility between lasso catheter and sheath (with or without presence of foreign material caught on the lasso electrode) is still considered to be low, and so far there is no evidence of any patient injury that can be attributed to this type of issue. However, considering the severity of the potential patient injury, the reportability to the FDA of such issue has been recently revised, effective on june 28, 2012. For the potential lasso-sheath incompatibility complaints with verified lasso ring damage or with foreign materials caught on lasso rings, such complaints are reportable MDR malfunctions; for the potential lasso-sheath incompatibility complaints without damaged lasso rings and without foreign materials on lasso rings, such complaints remain not-MDR reportable malfunctions. (B)(4) upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted the ring 20 was damaged and had some white material underneath and the spine cover has a wrinkle between ring # 19 & ring #20. Due to the quantity/ mass size of the white foreign material specifically observed on this lasso catheter, the identification of the type of material was not possible. The results of the carto, eeprom, and calibration testing indicated that the device was functioning within specification. As this catheter was returned for error code on carto 3 issue, the catheter was tested for: eeprom test, carto 3 test and calibration test were performed and catheter passed all tests. The results of these tests indicated that the device was functioning within specification. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The initial reported complaint condition was not confirmed. However, the root cause of the damaged ring and the foreign material caught on underneath it is still being investigated.